Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose had exceeded 500 mg/dl. The customer treated with manual insulin injections. Troubleshooting occurred for the high blood glucose and no apparent anomalies were noted on the insulin pump. However, a high pressure was not performed due to lack of a tubing clamp. No products were returned for analysis and a tubing clamp was shipped to the customer.